Event description:
Revision surgery - due to poly wear.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-005041; 432-28-205, s805 - wear/excessive wear, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.